Event description:
Complainant alleged that during biomed testing, the device would not power up and displayed a red "x". Complainant indicated that there was no pt involvement in the reported malfunction.